Manufacturer narrative:
The patient was revised to address increasing pain and stiffness. Xrays show osteolysis on either side of the tibial tray which is marked. There is osteolysis in the distal femur. This required a 2 stage revision. 1st stage was on (B)(6) 2013 and the second stage was on (B)(6) 2013. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address increasing pain and stiffness. Xrays show osteolysis on either side of the tibial tray which is marked. There is osteolysis in the distal femur. This required a 2 stage revision. First stage was on (B)(6) 2013 and the second stage was on (B)(6) 2013.